Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache"), back pain ("back pain"), pain in extremity ("legs pain"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy and ablation). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, headache, back pain and pain in extremity had resolved and the menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, nausea, dyspareunia, fatigue, weight increased, alopecia, migraine and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pain in extremity, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: abnormal bleeding (vaginal, menorrhagia), uti, apareunia (inability to have sexual intercourse), rashes, bladder or urinary problems, nausea, dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss,dental problems,dysmenorrhea were added. Event injury was deleted. Device category was changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.